Event description:
Reporter alleged receiving a result of 4 mmol/l on a professional system compared back to back with a result of 14.0 mmol/l on the compact plus system when testing was performed within 10 minutes. Reporter was treated with a glucose or sugar solution via an injection prior to the tests because he went unconscious. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).